Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after her surgery, the patient began to experience severe pain in her hip. This condition has not dissipated with time.